Manufacturer narrative:
(B)(4). Same case as 1219930-2012-00017.

Event description:
Procedure type: hysterectomy. According to the reporter: the needle fell out of the instrument after attempting to pass it from one side to the other. The suture was cut and the needle was retrieved. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.